Event description:
Complainant alleged that during functional testing. The device powered up with a solid yellow display. Complainant indicated that there was no patient involvement in the reported malfunction.